Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via the implantable pump for non-malignant pain. The patient stated they had an magnetic resonance imaging (MRI) yesterday morning at 7am and they were hurting all night, so they ended up taking one of their husband's painkillers so they could get some sleep. Patient stated when they got up at noon, they went to use their bolus, but the controller said the pump motor was off (motor stall). Patient confirmed they did not hear any alarms coming from the pump. Patient was able to connect to the pump and confirmed no active alerts. The troubleshooting steps that were taken on the call resolved the issue. The patient was redirected to their healthcare provider to further address the issue if it persists. Patient mentioned they have had 15 mris and never encountered the motor stall message in the past. Patient dropped handset and now the screen was cracked. Patient stated the handset was still working so they would wait to call sunmed about replacing it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.